Manufacturer narrative:
The insulin pump passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery alarm test, reset error test and self test. All operating currents tested within the specified range. The low battery alarm and off no power alarms functioned properly. No unexpected no delivery alarm, button error alarm, battery out limit alarm, motor error alarm, or battery icon anomaly was noted. All of the buttons functioned properly. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported that the customer received a motor error alarm. Advised insulin pump would be replaced. No add'l info was provided.